Event description:
It was reported that during the implant procedure, the atrial lead exhibited a threshold anomaly and the helix could not be retracted. The lead was not used.

Manufacturer narrative:
Final analysis found normal device characteristics.